Manufacturer narrative:
(B)(4). Concomitant medical products: 11-163669, 32mm m2a mod head std nk, 523970, 13-103209, taperloc por red/lat 17.5x155, 085710, 15-103688, m2a-t univ 2-hole shl sz 41/58, 780070, 13-103209, taperloc por red/lat 17.5x155, 085710, 103537, ti low profile screw 6.5x50mm, 980780. Reported event was confirmed by review of the provided op notes. Revision op notes indicate patient having drainage through his hip surgical incision site. Patient having hip problems and increased pain before revision. It was evaluated and found out to be mrsa. It was noted that patient's cobalt level was elevated but the chromim was not. Surgeon noted black material along the trunnion consistent with metal corrosion. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09843, 0001825034 - 2017 - 09844.

Event description:
It was reported that a patient was revised due to infection greater than one year post-operatively, elevated cobalt ion levels, and metallosis. Fluid aspiration was performed prior to the procedure. It was noted that there was yellow fluid with some cloudy consistency. There was also black material in the trunnion that was consistent with metal corrosion. All products were removed and replaced with cement spacer. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.